Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not working. Customer stated that numbers were not ramping on their own, the scroll bar was not moving with no input and there was no response from any button. The insulin pump also had an insulin flow blacked alarm and the customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to verify no delivery or occlusion alarm, perform displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test or selftest due to unresponsive keypad.